Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty being interrogated. Boston scientific technical services (ts) was contacted for troubleshooting, and ts recommended checking s-ICD function by applying a magnet and listening for tones. It was unknown if successful interrogation was achieved. The s-ICD system remains in service. No adverse patient effects were reported.